Event description:
Device 1 of 2; reference MFR report number: 3006705815-2019-00502. It was reported that the patient has not been getting adequate pain relief. The physician determined that the patient's leads had migrated. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy was restored to the patient post-operatively.